Event description:
This is a spontaneous report by a physician from (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced cloudy effluent and peritonitis was suspected. On that day, the patient began treatment with vancomycine 50 mg four times daily and kefzol 250 mg four times daily. On (B)(6) 2010, the patient stopped treatment with vancomycine and kefzol. On (B)(6) 2010, nutrineal therapy was discontinued. On (B)(6) 2010 per the reporter, based on the result of the third leukocyte count, the peritonitis was considered resolved. The patient did not experience an exit site or tunnel infection and did not routinely reuse supplies. The patient had not experienced a peritonitis episode within the four weeks prior to this episode. No break in aseptic technique was reported. Pd therapy was ongoing. The physician considered the peritonitis related to extraneal, physioneal, and nutrineal therapies as all processes were evaluated and they could not find an alternative explanation. According to the patient's wife, the dialysate was more cloudy with extraneal than with nutrineal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.